Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane a (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 3/nov/2025, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy expired while still connected to the fresenius cycler. There were no reported allegations that the death was related to a product issue. Rather, the nurse stated the death was unrelated to dialysis. In additional follow-up, the pd nurse confirmed that the patient expired while connected to the fresenius cycler in unknown phase of pd treatment at home. The nurse stated the patient was not brought to the hospital and no autopsy will be performed. Additionally, the end stage renal disease (esrd) death certificate was not available. The nurse indicated that the patient was completing pd treatments with the fresenius cycler prior to death without any issues. It was confirmed that there were no allegations against the product in relation to the death. The nurse confirmed that the fresenius cycler is pending return to the pd clinic at the time follow-up was performed. The nurse stated the patient had pre-existing extensive cardiac medical history and anemia. The death was reported to be associated with natural causes in the setting of pre-existing comorbid conditions and suspected to be related to dialysis. No further information about the death was available.

Event description:
On 3/nov/2025, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy expired while still connected to the fresenius cycler. There were no reported allegations that the death was related to a product issue. Rather, the nurse stated the death was unrelated to dialysis. In additional follow-up, the pd nurse confirmed that the patient expired while connected to the fresenius cycler in unknown phase of pd treatment at home. The nurse stated the patient was not brought to the hospital and no autopsy will be performed. Additionally, the end stage renal disease (esrd) death certificate was not available. The nurse indicated that the patient was completing pd treatments with the fresenius cycler prior to death without any issues. It was confirmed that there were no allegations against the product in relation to the death. The nurse confirmed that the fresenius cycler is pending return to the pd clinic at the time follow-up was performed. The nurse stated the patient had pre-existing extensive cardiac medical history and anemia. The death was reported to be associated with natural causes in the setting of pre-existing comorbid conditions and suspected to be related to dialysis. No further information about the death was available.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. However, there is no allegation or objective evidence that the patient¿s death was related to a product issue or malfunction with the fresenius cycler or any issues with pd treatment. The fresenius cycler was pending return to pd clinic at the time this clinical investigation was completed. Patients with end stage renal disease (esrd) on dialysis have a significantly higher mortality risk than the general population. Furthermore, the patient had pre-existing cardiac comorbidities and anemia which increase mortality risk. The patient¿s esrd death certificate is not available, and therefore the exact cause of death is unknown. However, it was reported that the death is suspected to be associated with natural causes from comorbid conditions.